Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients anchors were not secure. The patient underwent a revision procedure wherein the anchors were tighten. The patient was doing well.